Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer went to the emergency room (ER) with a high blood glucose (bg) level and unspecified ketone level; however, a specific value was not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.